Manufacturer narrative:
The device was returned. The investigation is ongoing and follow up with the user facility is currently being performed. The physical device evaluation has not yet been completed; therefore, the root cause of the reported event cannot be determined at this time. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the bronchovideoscope exhibited no image. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely that an error occurred in the plug unit during user handling, and the event occurred. The event can be detected/prevented by following the instructions for use which state: "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.